Event description:
Discontinuance of foley catheter attempted. Balloon would not deflate with syringe. Balloon port was cut, cath was cut, balloon would still not deflate. Foley difficult to remove. Deflated 5 minutes after removal.